Event description:
Surgeon was inserting the screw into the femoral tunnel; he was able to get the implant fully seated before he heard a snap and when he pulled the driver, the tip had broken and was in the screw. Surgeon attempted to retrieve the piece unsuccessfully. No adverse consequences with the pt reported due to event. This device is used for treatment.

Event description:
Surgeon was inserting the screw into the femoral tunnel; he was able to get the implant fully seated before he heard a snap and when he pulled the driver, the tip had broken and was in the screw. Surgeon attempted to retrieve the piece unsuccessfully. No adverse consequences with the patient reported due to the event.